Event description:
After initiation of heart mate lvas, blood leakage was noticed at the conduit connector. Two sutures were secured around this connector and no further leakage occurred. The procedure was finished. The device continues to function properly. Patient stable following procedure.